Event description:
An altitude alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller to remove obstructions from the speaker holes, clean the area, and perform a pump reset. The customer was then guided to remove and reconnect the cartridge to resume insulin delivery, which successfully resolved the issue. No recurrence of the alarm was noted, and the pump resumed normal operation, with additional tips provided by customer support to prevent future altitude alarms.